Event description:
It was reported that there was an under infusion of etoposide. The infusion was intended to run at 541ml / hour. When the infusion was expected to be completed there was still 125ml left in the bag. A new infusion was programmed at the original rate to infuse the remainder of the eroposide. The total volume was infused 541.39ml. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of etoposide. The infusion was intended to run at 541ml / hour. When the infusion was expected to be completed there was still 125ml left in the bag. A new infusion was programmed at the original rate to infuse the remainder of the etoposide. The total volume was infused 541.39ml. There was patient involvement but no harm.